Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer received new information indicating underlying health conditions. Section b7 and g3 is updated with additional information. The initial report includes patient alleges seeing particles but in the additional info the patient have not noticed any particles. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The device's downloaded event log was reviewed by the third-party service center and one error was logged.